Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose was 300 mg/dl. Reportedly, the customer was using trusteel infusion set for longer than the recommended period, tandem technical support educated the customer that using infusion sets longer than the recommended period is considered off label per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.